Manufacturer narrative:
The technician found that the knee button switch on the hand pendant damaged it had been smashed in. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Patient pendant: disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the knee section will raise unintentionally. The bed was located in the hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).